Event description:
On 6/2/94, pt underwent c5-6 and c6-7 anterior microdiskectomy with osteophytectomy with anterior interbody fusions using tricortical autologous bone graft, followed by c5-7 anterior segmental internal fixation. Six weeks after surgery she felt a pop in her neck, and she was noted to have a fractured plate at c6-7. Since 12/95 or 1/96, she has experienced increasing neck pain as well as radicular pain in the right upper extremity. The pain is associated with numbness and tingling.